Event description:
A hosp nurse reported that a high frequency cable used with an electrosurgical unit (esu) sparked, flamed and broke into two pieces approximately two inches from the connector to the esu during a procedure. There were no complications associated with the occurrence.